Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode, positional changes were attempted but the issue persisted. Upon further investigation system diagnostics recorded high impedances on the leads. The patient was still receiving therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.